Event description:
It was reported occlusion alarms occurred. The impact on the customer's blood glucose level was unknown as the caller declined to provide information. The customer acknowledged the alarm and resumed insulin, resolving the issue, and no further assistance was necessary.